Event description:
Patient having surgical removal of teeth #1, 16, 17, 32. Contra-angle handle piece checked pre-operatively and was working well. Intra-operatively, it overheated, burning right commisure of mouth - appears to be 2nd degree. Area is 2 x 1.5 cmdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.